Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 55.5x48.8 mm diameter abdominal aortic aneurysm. The proximal neck was 21-27 mm in diameter and 62 mm in length. The left common iliac artery was 21.8 mm in diameter. The right external iliac artery measured 6.5 mm in diameter and the left external iliac artery measured 7.1 mm in diameter. It was reported that 6 months post-operative, a follow-up CT confirmed decreased ankle-brachial index (abi) of the right side which was possibly due to limb occlusion. A recent angiogram confirmed limb occlusion of the right external iliac artery. The physician performed a thrombectomy with a fogarty catheter. The pseudo intima nearby the flow divider created a flap with the fogarty catheter. So, an endurant limb was implanted just below the flow divider to hold the pseudo intima and secure the true lumen. Then, another manufacturer¿s stent graft 9mm*6cm was implanted on both of the stent graft and native vessel of right external iliac artery to cover by about 3 cm each. Final angiogram confirmed true lumen and that there was blood flow so, the procedure was successfully completed. The physician commented that at the initial procedure, it seemed that the distal side of stent graft was implanted at a straight vessel with right external iliac artery landing. However, the physician stated that the distal side of stent graft might have been implanted at a bending portion of a blood vessel. The landing zone of external iliac artery landing should be confirmed more carefully with angiogram from now on and a bare stent should be put inside in advance in case of possible occlusion. No additional clinical sequelae were reported and the patient is fine.